Event description:
It was reported that the patient presented symptoms of pain to the physician on 21aug2019 with an artificial urinary sphincter (aus). After further evaluation of the pain an infection was identified, the patient was prescribed with antibiotics. After 15 days of antibiotics the infection was still present. On (B)(6) 2019, the physician explanted the cuff, pump, and balloon and a new aus cuff, pump, and balloon was implanted. At time of explant urethral cuff erosion was observed and the urethra was successfully repaired during surgery. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient is incontinent again.

Manufacturer narrative:
.Device analysis: adverse patient effects were reported erosion, infection, and pain. The ams 800 occlusive cuff was visually and microscopically examined. There was a leak in the cuff shell that was the result of a sharp instrument which probably occurred during explant. Product analysis could not confirm the erosion, infection, and pain. Because there was no evidence of any product quality deficiencies, it was considered likely that the cuff leak was attributable to tool damage that can occur during explant. Therefore, the investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Pump analysis: no malfunction was reported. Adverse patient effects were reported erosion, infection, and pain. The ams 800 control pump was visually and microscopically examined. The pump was not functionally tested due to the confirmed cuff leak. Product analysis could not confirm the erosion, infection, and pain. Product analysis showed functionality of the device was as designed. The investigation conclusion code of known inherent risk of device was chosen because the reported adverse events are known and documented in the product labeling. Based on the results of this investigation, no escalation is required. Additional information: b5, h6 additional product component: model number/catalog number 72400098 and 72400024 serial number: null and null batch/lot number 159427012 and 157498017 model/catalog description control pump fgs and balloon fgs 61-70cm.

Manufacturer narrative:
Additional product component: model number/catalog number; 72400098 and 72400024, serial number: null and null, batch/lot number 159427012 and 157498017, model/catalog description control pump fgs and balloon fgs 61-70cm.

Event description:
It was reported that the patient presented symptoms of pain to the physician on (B)(6) 2019 with an artificial urinary sphincter (aus). After further evaluation of the pain an infection was identified, the patient was prescribed with antibiotics. After 15 days of antibiotics the infection was still present. On (B)(6) 2019, the physician explanted the cuff, pump, and balloon and a new aus cuff, pump, and balloon was implanted. At time of explant urethral cuff erosion was observed and the urethra was successfully repaired during surgery. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Event description:
It was reported that the patient presented symptoms of pain to the physician on (B)(6) 2019 with an artificial urinary sphincter (aus). After further evaluation of the pain an infection was identified, the patient was prescribed with antibiotics. After 15 days of antibiotics the infection was still present. On (B)(6) 2019, the physician explanted the cuff, pump, and balloon and a new aus cuff, pump, and balloon was implanted. At time of explant urethral cuff erosion was observed and the urethra was successfully repaired during surgery. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient is incontinent again.

Manufacturer narrative:
Additional product component: model number/catalog number: 72400098 and 72400024, serial number: null and null, batch/lot number: 159427012 and 157498017, model/catalog description: control pump fgs and balloon fgs 61-70cm.